Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the ramus. It is reported that approximately 59 months post index procedure, the patient had an mi involving an unknown target lesion. It was not assessed if the event was related to the study device.